Event description:
It was reported that the patient was not sure the therapy was working for her. The patient had seen her doctor about her device and stated ¿her colon is coming out of the vagina.¿ the patient noted that their stimulation was up as high as she could stand it and it hurt. The patient reported an overstimulation sensation. It was stated that the patient was having their colon tested by their current doctor. The patient stated that the therapy did stop the cramping across their stomach but did not stop the bleeding or the colon falling out. The patient was also still straining when they went to the bathroom.

Manufacturer narrative:
Product ID 3889-33, lot# va0fbuf, implanted: 2014 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).